Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. Prior to the event, the customer experienced high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer may have a lot of scar tissue. The customer did mention that insulin did not come out during the prime test until 2.6 units had been delivered. Adverse the customer that the insulin pump would be placed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.